Event description:
A customer reported to baxter (B)(4) of a cyto luer set in which customer observed unknown medication leaking at the injection valve of the cyto luer. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a cyto luer set in which customer observed unknown medication leaking at the injection valve of the cyto luer was confirmed during sample evaluation. Initial visual inspection did not reveal any non-conformity. The sample was attached to a viaflo bag. A very slow leak was noticed from a crack at the base of the cytoluer. No action has been taken to resolve the reported condition since the root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.